Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012387381 was returned and analyzed. Visual inspection was performed and the loop catheter passed visual inspection. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Prior to dissection, the catheter was x-ray examined. X-ray imaging showed kinked electrode wires inside the handle approximately 4 inches from the nose of the handle, inside the shaft. No damage to the electrode wires within the array was observed. The electrodes and the wires appeared intact without any issue. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation passed and also passed the electrical continuity. In conclusion, the loop catheter failed the returned product inspection due to electrode wires kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider was unable to fully advance. The array was able to be pulled back into the sheath and removed from the patient. After removal, the slider was able to fully advance; however, it was noted that it seemed to "catch/click" in the same spot it was previously stuck. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.